Manufacturer narrative:
Added information to section h6 (type of investigation). Updated section h6 (component code), h6 (investigation findings) and h6 (investigations conclusions). Finally, the device was not available for evaluation despite due diligent attempts. Without return of the product, a complete investigation of the reported event is unable to be performed. It is not possible to determine what factors may have contributed to it, and therefore no actions could be planned. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. As part of the manufacturing process the units go through an electrical inspection process.

Event description:
As reported, during the injection of chilled saline solution with this volume view combo kit connected to the patient, the pulmonary artery injection (pai) sensor did not provide an accurate temperature reading and no waveform was displayed. Both the arterial line (ai) and central venous catheter (cvc) were verified to be correctly positioned and functioning as intended. No further information available. There is no allegation of patient injury. Patient demographics were not provided.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.